Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s left arm/humerus was returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the image. The appearance of the implanted PICC was unremarkable. No definitive kinks or coils were visible in the radiograph. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. As a kink was not visible in the provided image, this complaint will be recorded as unconfirmed. However, the report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm basilic vein on (B)(6) 2023. The catheter was tpa'd in both lumens. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. The PICC was noted to be too short. PICC dwell time was 23 days.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm basilic vein on (B)(6) 2023. The catheter was tpa'd in both lumens. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. The PICC was noted to be too short. PICC dwell time was 23 days.